Manufacturer narrative:
The customer reported the analyzer was getting "warm" and one of the batteries was "swelling". Customer service instructed the customer to properly insert new batteries into the analyzer. The analyzer did not get "warm" or one of the batteries "swell" after troubleshooting. No allegation of patient/user harm. No allegation of incorrect results.

Event description:
The customer reported the analyzer was "warm" and that one battery was "swelling". No allegation of patient/user harm/ no allegation of incorrect results.